Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer indicated that they were unable to remove the monopolar curved scissors (mcs) instrument from patient side manipulator (psm) arm 1. Customer called isi technical support engineer (tse) for assistance, tse asked if they were using a mcs tip cover and the customer confirmed that they were using it. After working with the mcs instrument the customer was able to remove it. Per the information reported to tse, the customer verified the position of the mcs tip cover and tried to reinsert. The mcs tip cover would continue to get snagged at the cannula tip and they were unable to insert it. Tse asked the customer to undock psm1 and replace the cannula. The customer was then able to insert the instrument and continuing with the procedure. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.